Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed no sr manager errors were observed in the dicom or ent programs. Caine-disk is healthy, no bad sectors. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed to import exams. The stand alone dicom qr was uninstalled and a new dicom q/r was installed. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when loading dicom qr, there was an error message stating there was a sr manager failure. The site was trying to load patient scans for an upcoming procedure. It was noted the ent software was working and loaded without issue. Technical services (ts) recommended loading the patient scans as a cd into the ent software. This issue was noted outside of a procedure, and there was no patient involvement.